Event description:
18fr access was attempted on the left side, however due to resistance, it was decided to switch 18fr access to the right side, leaving 12fr access on the left. Advancement of the 18fr sheath (brand unknown) on the eight side was tight and difficult but was achieved. The trunk-ipsilateral component of the excluder bifurcated endoprosthesis was advanced and oriented. As the 18fr sheath was withdrawn in preparation for deployment, the external iliac artery transected. A balloon catheter was inserted into the left side to gain control of the bleeding. The patient coded, was transfused, and when deemed stable, the undeployed device was withdrawn from the patient and open surgical repair of the aaa and iliac artery was completed. As of 2003 the patient was reportedly in stable condition. This event was not related specifically to the excluder bifurcated endoprosthesis, but rather a vascular access accessory device and was procedural related.